Event description:
It was reported that the device would intermittently lock-up and only the power button was operative. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to boot up, the lock up failure. Physio replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.